Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hysteroscopy when the balloon trocar was inserted into the abdomen, the balloon burst mid-procedure. The device component fell into the patient's cavity and the surgeon visually inspected the site to make sure all pieces of the balloon were removed but in piecing the remainder of the device together it seemed that there might still be another piece. They irrigated and started to run the bowel, but patient¿s bowel had a small bleed as the patient is on life-long anticoagulation, so they thought it would be better off as it may create more problems with low likelihood of finding it. The surgical time was extended by 30 minutes due to the issue. It was also reported that there is rapid loss of abdominal pressure due to the device issue.